Event description:
Gradient castle connector on a siemens vision/symphony MRI system has failed three times from (B)(6) 2009 - (B)(6), 2010. The first incident in (B)(6) included some smoking around the cables. A new connector is under development. No injury or death events.